Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported event of no beam was confirmed as analysis identified a break in the fiber body between the control knob and the distal tip. The fiber tip did not exhibit any signs of debris adhesion and devitrification and had zero signs of usage. It is probable that the fiber break occurred due to excessive manipulation/rough technique applied to the fiber during set-up. According to the instructions for use (IFU), the fiber should not be bent at sharp angles as it may result in damage to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and distal tip. There were no signs of debris adhesion on the metal cap or devitrification at the output window on the glass cap. The fiber was functionally tested with the hene (helium-neon) laser fixture, aim beam was present at the break location. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on analysis results, a probable cause of unintended use error cause or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that the fiber was observed to be in good physical during unpacking and preparation. There was no laser output in the beginning of a photoselective vaporization procedure of the prostate. The procedure was completed with a second fiber without patient complications. The fiber was returned and analysis identified a break in the fiber body between the control knob and the distal tip.